Event description:
It was reported that during hysterctomy procedure, the blade broke and fell into patient. It was removed. A new instrument was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.